Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6(investigation type), h10, h11. Corrected fields: e4, g1(contact person), h4, h6(component codes).

Event description:
N/a

Manufacturer narrative:
The getinge fse that encountered the issue replaced the main system o-ring and went through all of the helium connections. The iabp then passed the helium test. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), it was found that the iabp could not pass the helium leak test within specifications. There were helium leaks in the system. There was no patient involvement, and no adverse event reported.